Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported intermittent occlusion alarms occurred. Customer declined system check with tandem technical support. Customer cleared occlusion alarms to address the issue. Customer reported blood glucose level was in the 400 mg/dl range.